Event description:
The angioseal device resulted in the rupture of a soft plaque in pt's common femoral artery and dissection ensued resulting in thrombosis of artery requiring surgical repair. Right femoral thrombectomy and saphenous vein patch angioplasty.